Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that post-implant, high capture threshold was observed. Lead was explanted and replaced. There were no adverse consequences to the patient. Patient¿s condition was stable.